Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "internal error occurred - system reset required" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, performing multiple 30j tests, and defib cycle testing without duplicating the report. The inventory for this device model is outdated, therefore, no replacement parts are available to be replaced as a precaution. The device was labeled not for clinical use and returned to the customer. No trend is associated with reports of this type.